Event description:
It was reported to medtronic neurosurgery that after the lumbar catheter was implanted, the physician found it to be leaking. They then cut the leaking portion of the catheter off and re-implanted the device. Due to the short size of the catheter, postoperative management was difficult. It was also reported that there was no injury to the pt. At the time of the report the pt was still under observation.

Manufacturer narrative:
The product was not returned. Therefore an eval of the device performance was not possible. A review of the mfg records showed no anomalies.